Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed that the coin cell battery was only measuring 0.1050 voltage direct current (vdc) instead of the expected 3v. The hard drive and the atx board that were also returned met specifications and operated as intended during evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative replaced the hard drive, advanced technology extended (atx) printed circuit board (pcb) and lithium battery. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot-up failure' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.